Event description:
The customer reported a touchscreen issue. There was no patient involvement at the time the event occurred, no patient or user harm reported. The customer stated that the touchscreen was not working properly; a request was made for onsite support to be covered under contract. The customer stated that the device will not calibrate and does not respond to any touch on any part of the screen.

Manufacturer narrative:
The field service engineer (fse) reported that the touchscreen could not be calibrated. Therefore, the fse replaced the touchscreen and was then able to calibrate the touchscreen. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. All electrical testing was in specification. The returned touchscreen had an unacceptable deep scratch or damage that may have caused the unresponsive touchscreen. Fault was found on the returned touchscreen.